Manufacturer narrative:
The investigation was just started. The results will be reported within a follow up report.

Event description:
The ventilator was used on the neonate for assistance breathing. During use, the ventilator suddenly alarmed and inop, then exchange to use the backup device. No injury occured.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
Additional information was provided during the investigation, a logbook was not available for the investigation. Other than additionally reported it was stated that it was not possible to turn on the device and that an alarm was generated, hence no patient was involved. The error code 0769.32927 was displayed which indicates a disturbed connection between the displaying unit c500 and the ventilating unit vn500. As the problem was solved by the service engineer on site by re-installing the software, it is assumed that a faulty software configuration was the root cause for the disturbed connection between c500 and v500. Up to now no further problems were reported with this device. Ventilation is not affected in this case. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure during start up a device failure will be posted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.